Event description:
A falsely elevated tronponin I result of 1.83 ng/ml was obtained on a pt sample. The result was reported to the physician. The same sample was rerun on the original instrument and a result of < 0.02 ng/ml was obtained. No additional info was provided regarding pt treatment. Unable to determine adverse hlth effects due to falsely elevated troponin I results. The most likely cause for this event was pre-analytical sample handling issues.